Event description:
It was reported that this implantable pacemaker exhibited farfield oversensing on the atrial channel post ventricular pace. Technical services suggested reprogramming options. This device remains in service and no adverse patient effects were reported.